Event description:
Female patient was numbed, and dr used the spec 3 light to cure the filling material. The light was pointed towards the tooth, on the standard mode, and the light caused a burn to form on the side of the patient's tongue. The patient is now in pain from the burn, and the dr is complaining that the light is getting too hot and overheating.

Manufacturer narrative:
Investigation: no product returned. The customer stated that the curing light caused a burn to form on the side of the patient's tongue. Multiple attempts were made to contact the customer to obtain additional information regarding the adverse event and to request the unit be returned for evaluation; however, to date, there has been no response from the customer and the product has not been returned. Due to the lack of information, a proper investigation and root cause analysis cannot be performed. Root cause: since root cause analysis could not be performed, the product risk file and product engineer were consulted to determine several possible root causes. Causes of curing light causing burns, as per product engineer 1. The device is repeatedly activated causing the surface of the unit to become hot (exceed 45 degrees c). Serious per risk analysis (B)(4) revision e (e7) 2. The power output of the led exceeded the range the spec 3 is programmed for which caused the unit to heat up excessively. Severity: serious (evaluated by product engineer) 3. The temperature shut off failed allowing the unit to exceed a safe operating temperature. Severity: serious (evaluated by product engineer).